Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 syringes 1ml ls 25ga 5/8in chin graphics experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: there is an unknown black residue at the root of the needle, which appeared in about 5 cases recently.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/12/2020. H.6. Investigation: two photos, one used sample, and four unused samples with sealed packaging was received by our quality team for evaluation. During visual inspection, foreign matter was observed on the surface of the cannula on the used sample and three of the unused samples. There was no abnormalities observed on one of the unused samples. One sample was subjected to the corrosion resistance test and the results showed that the sample did not have any sign of growth from the cannula steel. The investigation was able to confirm the confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The foreign matter was sent for microscope fourier transform infrared spectroscopy (ftir) testing and scanning electron microscope-energy dispersive x-ray (sem-edx) to determine the foreign matter type. The ftir results show that the spectrum of the foreign matter had no good match available in the library. The sem-edx results showed that the foreign matter was mainly composed iron, oxygen, chlorine, and carbon. The foreign matter from the samples could possibly be iron oxide (likely rust). The corrosion of the cannula is possibly to be due to the presence of chlorine. The needle assembly process was reviewed. There is no presence or any significant amount of chlorine at the machine that could cause the cannula to rust. The machine is enclosed with minimal human intervention and it is unlikely chlorine can get into contact with the cannula. The tubing and cannula manufacturing process was also reviewed. The chlorine level is checked daily and is within the specified range for the cannula process. Based on the corrosion resistance test result, there is no sign of growth from the cannula steel. The non-conformance is likely from an external environment. Therefore, the non-conformance is not able to identify any possibility that the abnormality occurred from the tubing and cannula manufacturing process. Based on the investigation, the non-conformance could possibly come from out of the manufacturing facility. H3 other text : see h.10.

Event description:
It was reported that 5 syringes 1ml ls 25ga 5/8in chin graphics experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: there is an unknown black residue at the root of the needle, which appeared in about 5 cases recently.